Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and cartridge alarm (alarm 1) occurred. Customer changed the cartridge and infusion set to clear the occlusion. The cartridge was changed again to clear the cartridge alarm. Customer's blood glucose was 317 mg/dl.